Manufacturer narrative:
The lot number stated is the assumed lot number according to the customer.

Event description:
According to the complaint received, after blood aspiration a doctor did no use the safety device on the sampler, then the nurse stuck her finger. The hospital states that this event occurred because the doctor did not know the correct handling of the sampler. The aspirated blood was confirmed as not so hazardful. After the event, the nurse was provided a general disinfection treatment and tested for infection. So far, there is no confirmation of any infection. The affected item was discarded already.

Manufacturer narrative:
The needle stick accident most likely is caused by lack of knowlegde about proper usage of sampler, as the customer did not follow the instruction for use. As a preventive action user training wil be conducted at the hospital.